Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the surgery, two drilling heads (10 and 10. 5) were used to take the sample with the ria system, the sample was successfully obtained in the reservoir of the ria system, but the two reaming heads used broke in the spinal canal leaving some residues inside it. The surgery was completed successfully, without alterations in the surgical times and with some affectation to the patient since small residues of the drills used were left inside the medullary canal. The patient's condition during and after the surgery was stable and without any additional complication.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The device associated with this report was not returned to j&j medtech orthopedics for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. The allegation of embedded device was not confirmed as no postoperative images to assess the condition were provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 28-mar-2022. Expiration date: 01-mar-2032. Part number: 03.404.017s, 10.5mm reamer head for ria 2-sterile. Lot number: 700p733 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22055 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m017, ria ii reamer head 10.5mm. Lot number: 571p669. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073690 rev b met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated(B)(6) 2022 was reviewed and determined to be conforming regarding traceability to the heat lot and met heat treat results. The certificate of compliance for heat treat supplied to mark two engineering from vacu-braze inc. Dated(B)(6) 2022 was reviewed and determined to be conforming. Was reviewed and determined to be conforming regarding traceability to the heat lot and met heat treat results. However, the part number on the certification is identified as 03.404.024 and the actual part number for this lot was 03.404.017. This will be further investigated. Heat treat specified at 50-55 hrc. Results certified at 52 hrc. Raw material certification supplied to mark two engineering from banner medical dated (B)(6) 2021 was reviewed and determined to be conforming. Raw material certificate of tests supplied to banner medical from carpenter dated (B)(6) 2021 was reviewed and determined to be conforming. 30-oct-2024: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.